Event description:
It was reported that during a cholecystectomy procedure, the device jammed. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Ejected clips. Evaluation summary: the analysis results found that the instrument was returned in good visual condition. The instrument was cycled, fed and ejected the remaining clips. The instrument lock out was functional. However, it could not be determined what may have caused the finding. A batch record review was performed and no anomalies were found during the manufacturing process.